Manufacturer narrative:
Follow-up #1: date of submission 07/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2015 with the following findings:during testing, the pump display screen was noted to be discolored with a pinkish contrast. Unrelated to the complaint, the battery compartment was observed to be cracked below the bumper pad; the returned battery cap was able to secure to the pump to complete testing.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the display screen was dim, faded, discolored. The reporter indicated that the pump display screen could no longer be read safely related to the issue. The reporter confirmed that there was no noted moisture ingress associated with this issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.